Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having part of the lung removed while using the device. Patient also alleged particles in the air path. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged they had to have part of their lung removed and particles in the air path. There was no report of serious patient harm or injury. Manufacturer initiated therapy with the device and verified airflow, using a known good and supplied power supply and ac power cord. The manufacturer observed a high pitch noise while running therapy. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, iso port blower box, blower motor, blower box, and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a foam integrity test tool and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.

Manufacturer narrative:
Additional information was received on november 02, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to have part of their lung removed and particles in the air path related to a bipap device's sound abatement foam. Additional information was received about the alleged respiratory tract irritation, kidney disease toxicity, lung disease, reduced cardio pulmonary reserve and other. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.